Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes during a clinical study, post centrifugation barrier failed. The following information was provided by the initial reporter: tube was used during clinical study. Human blood plus spiking material may have altered normal blood matrix. Post centrifugation barrier failed, gel slightly moved but incomplete.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes during a clinical study, post centrifugation barrier failed. The following information was provided by the initial reporter: tube was used during clinical study. Human blood plus spiking material may have altered normal blood matrix. Post centrifugation barrier failed, gel slightly moved but incomplete.